Event description:
Pt had coronary bypass grafting x3 on 12/23/94. On 12/24/94 it was noted that the intra-aortic balloon which had been implanted on 12/21/94 had ruptured and pt was taken to surgery for removal of balloon. Pt later expired.